Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 309657, batch no: 8344620. It was reported that during use of the 3 ml bd luer-lok¿ luer-lok¿ tip the syringes have air bubbles when drawing blood from lines. This occurred on 4 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: syringes were seen with air bubbles when drawing blood from lines.

Event description:
Material no: 309657, batch no: 8344620. It was reported that during use of the 3 ml bd luer-lok¿ luer-lok¿ tip the syringes have air bubbles when drawing blood from lines. This occurred on 4 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: syringes were seen with air bubbles when drawing blood from lines.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.